Manufacturer narrative:
The device was received for evaluation with the soft cannula fully deployed. The investigation found no bends, kinks or damage to the soft cannula. The data showed no evidence of a struggle in the drive mechanism that would indicate that the cannula was occluded by bends or damage at the time of the event. The inspection of the cannula subassembly under magnification found a burr at the tip of the formed needle. The observed burr on the formed needle can be confirmed as the cause of the reported infusion site irritation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone14.7 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 275 mg/dl between 4 and 24 hours of wearing the pod. The reporter stated after a day of wearing the pod they were not getting enough insulin. It was reported that upon removal of the pod from their abdomen, the pod site was a bit red and swollen and the cannula was found to be slightly bent.